Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) has long qt syndrome and forgot to take his medication which caused the patient to have a panic attack. Review of the device found that anti-tachycardia pacing (atp) was delivered for ventricular tachycardia (vt) appropriately, however it appears the atp therapy may have accelerated the rhythm to ventricular fibrillation (vf). Shocks did slow down the rhythm,however therapy was exhausted. Technical services discussed programming options. This ICD remains in service. No adverse patient effects were reported.